Event description:
The customer reported that the device would not detect the connection of the therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the therapy pcb mounted jack connector, designator j23 was loose. Physio reseated the connector and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the cable mounted plug connector, designator p23 had a loose connection to its corresponding therapy pcb mounted jack connector, designator j23. Physio reseated the connector and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the therapy pcb mounted jack connector, designator j23 was loose. Physio reseated the connector and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.